Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reportedly received the following results on a guide meter, compared to a professional meter, within 15 minutes: 370 mg/dl (guide) and 140 mg/dl (hospital's meter).